Event description:
Peerless study. It was reported that the ekos device was leaking from both the drug and coolant lines, and the patient was returned to the catheterization lab for device exchange. An ekosonic endovascular device, 135x12cm was selected for use in the right pulmonary artery. Upon transfer to the critical care unit (ccu), it was observed that the infusion catheter in the right pulmonary artery was leaking from both the drug and coolant lines. The subject was returned to the catheterization lab and the ekos device was exchanged to resolve the issue. There were no further patient or procedure details available.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).